Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are:  product ID:(9735762), software version: 2.1.0  product ID:(9735913), software version: 1.4.1, h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable.  A13 applies to unable to load planning station tracts after they built tracts from a diffusion magnetic resonance imaging (dmri) in the planning station. A1102 applies to cannot be used with stealth" or "not optimal for stealth. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the surgeon was unable to load planning station tracts after they built tracts from a diffusion magnetic resonance imaging (dmri) in the planning station. The clinical consultant (cc) exported the tracts into the clinical application and all of the images displayed either "cannot be used with stealth" or "not optimal for stealth." Troubleshooting was performed: the clinical consultant (cc) reported the site normally pushes dmris from the scanner to the clinical application. The site encountered an issue pushing the dmri to the clinical application on the planning station and instead pushed directly to the surgical planning application. The surgical planning and clinical applications are located on the same navigation system planning station, which has application version 2.1 along with a 3d cranial and software program licenses. The cc reported the dmri as viewed in the cranial application came across as dozens of individual dmris, all with 76 slices each. The radiologic technologist (rad tech) reported that when attempting to push the scan from the scanner to the surgical planning application, the image was likely compressed such that it appeared as a single image with 76 slices, but each "slice" contained 76 slices. The surgeon reportedly built tracts from the dmri without issue. The tracts were being exported from the surgical planning application to the clinical application via "local" export from the surgical planning application. The tracts were being saved as a 3d object with the "mpr" and "surf" boxes checked. When saving 3d objects, the boxes "save 3d objects as geometry," "save 3d objects as labels (rasterized)," "also save navigation exam," and all objects in the "3d object list" were checked. The tracts were saved locally, and the "digital imaging and communications in medicine (dicom) export finished" message appeared. An attempt to re-load locally had no effect. All object data in the clinical application could not be changed to another scan modality and all said "cannot be used with stealth." When attempting to load the 3d model of tracts from planning, they built a new 3d model, imported the model, selected the surgical planning application exam with models, and the message "exam contains more than 25 models" appeared. There was no patient involvement reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through log/exam analysis. Analysis found that the exams were enhanced object on which there were multiple volumes for each series which is not supported by the navigation system yet. Analysis found that the software functioned as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that they were reading back through the initial troubleshooting of this event. The manufacturer representative stated that it there was a prior note describing the use of an enhanced digital intercommunication of medicine (dicom) format and that was likely what caused the problem during the case.